Event description:
It was reported that the battery longevity of this pacemaker dropped from seven months to less than three months in just one month. Boston scientific technical services (ts) checked device data and showed that the pacing percentage fluctuated a lot. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery longevity of this pacemaker dropped from seven months to less than three months in just one month. Boston scientific technical services (ts) checked device data and showed that the pacing percentage fluctuated a lot. To date, this device remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
The device was not returned by the customer, therefore, no product analysis could be performed.